Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort at ipg site due to location of the original pocket site. It was noted that the ipg consistently hits the ribs/pelvis; however, there were no ipg migration. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.